Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device displayed a speaker malfunction. The device was in use during monitoring a patient and no patient harm was reported.

Event description:
The customer reported that the device displays a speaker malfunction. At the time of the alleged malfunction, the device was not being used for clinical monitoring. No patient or customer harm was reported.